Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the customer reported 'turn off at power up' which was not reproduced during evaluation. Evaluation observed and found that the pump was able to be turned on and stayed on continuously during testing and it was able to function and infuse normally without an issue. A review of the event history log identified 'improper shutdown!' Messages. An improper shutdown message occurs when all power to the pump is lost and the history log cannot be used to determine if power was manually disconnected. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up at the medicine a department. There was no patient involvement. No additional information is available.